Event description:
The customer stated that she was hospitalized with a blood glucose reading of 444 mg/dl. The customer stated that the infusion set tubing was loose and coming apart from the p-cap, which allowed insulin to leak. The customer stated that the damage to the infusion set caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product had been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.